Event description:
It was reported that bipolar atrial lead impedance was >2500 ohms and unipolar atrial impedance was 891 ohms. In a previous session, the unipolar threshold was 291 ohms. Sensing was <0.5 mv and intermittent loss of capture at 1.25 v unipolar was observed. The device was programmed to vvi mode.